Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer states the patient developed a square rash at the exit site. The site was also darkening. The patient also had dry patches to the scalp, abdomen, and back areas which was extremely itchy. The customer states the patient was prescribed prednisone for treatment along with other unknown prescription medications and topical creams. The patient's peritoneal catheter has been removed because of pain but the rash and dry areas are healing nicely.